Manufacturer narrative:
Integra has completed their internal investigation on october 21, 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: evaluation of returned device; the handle is slightly harder to work than it usually is. The spring a jammed so that the handle does not completely open during normal untightening of the handle. However, it is still compliant with the manufacturing specifications and works properly after lubrication. Assembling with tube cev647b5 and insert cev642h is conform. DHR review; no nonconformity for this lot. Complaints history; no complaint related to this issue for this lot. Conclusion: the most probable cause of this stiffness is the lack of regular lubrication during the reprocessing of the forceps.

Event description:
It was reported that during a visceral surgery, the handle was difficult to open and close causing ergonomic disorders to the surgeon. The device was in contact with the patient, no patient injury reported. No further information available.